Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a hemodialysis catheter. The customer reports he had a pt who had a palindrome sapphire removed by an outside radiology department, where the cuff was retained in the pt. The customer had to remove the cuff from the pt in a separate procedure at a later date.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.